Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2014. Patient's legal representative stated exposed sling, suprapubic pain, dyspareunia, bloody discharge, urgency, frequency and vaginal discharge, numerous yeast infections, urinary urgency, urgency incontinence, nocturia